Event description:
"Povidone iodine leaked from the connection between a transfer set and minicap." The date of how long the set was in place is unk. There was no pt injury or medical intervention associated with this incident.